Manufacturer narrative:
Eval summary: review of surgical reported provided indicates surgical technique was followed. Bone scan report suggests evidence of abnormal stress injury forces. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contributions to the reported problem. Based on the info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.

Event description:
It is reported that the pt is experiencing pain. A revision is recommended.

Manufacturer narrative:
Bone scan results dated (B)(6) 2010 indicate increased tracer around the patella indicative of potential minor degenerative changes in the right patella. Review of the device history records for the patella did not find any deviations or anomalies. A product history search identified no other complaints for the part and lot combination of the femoral component or patella. A definitive root cause remains undetermined with the info provided. This device is used for treatment.